Event description:
On (B)(6) 2010, I had a spinal fusion l5 - s1. The disc was replaced with a cage which was filled with bmp and actifuse. I was not advised of these products being used. During the (B)(6) 2010, I began walking around a track but by mid may the pain returned but this time it radiated down my left thigh, calf and to my last three toes. I have had at least 10 injections of cortisone with no relief. I told my surgeon of my pain and he sent me for bone scans, cat scans, MRI and cat scan. They all proved negative. He then sent me to pain mgmt who eventually wanted me to have an emg. I had my emg which confirmed left l5 - s1 radiculopathy. I saw spine specialist and he took an x-ray that confirmed heterotrophic bone which can only be caused by bmp. I had surgery on (B)(6) 2011 to remove scar tissue and bone growth. While my surgeon used this product correctly (not used off label) there seems to be a serious problem with ectopic bone growth. I have done my homework and researched bmp and read that I am not the only one who has had this problem with bmp. Some people have had to have surgery to remove bone growth up to but not limited to 3 times. I am quite sure that at some point my health insurance provider will start denying coverage and then who will pay for my surgery? This product should not have been used with such adverse effects in spite of what surgeons have "claimed" of the success. I truly believe that this was all about finances and who got paid to claim that this product is good.